Event description:
New information notes that the event occurred at follow up in clinic. It was also noted that the issue was resolved. The patient condition was stable.

Event description:
It was reported that a diagnostics anomaly was noted on the pacemaker. No changes or intervention were reported. The patient condition was unknown.